Event description:
It was reported that stent damage occurred. The 88% stenosed, 3.25-3.75mmx22-25mm target lesion was located in the severely tortuous and moderately calcified left anterior descending artery. A 24 x 3.00 promus premier drug-eluting stent was used for treatment but failed to cross the lesion. However, upon withdrawal, it was noted that the stent struts were lifted up. The procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient status was stable. It was further reported that the device was cut intentionally to easily remove the device from the patient.

Manufacturer narrative:
A stent delivery system was returned for analysis without a manifold. The crimped stent length and crimped stent diameter of the returned device were consistent with a promus premier ous mr 24 x 3.00mm stent. An examination of the crimped stent damage with a stent strut in the middle to proximal end of the stent lifted and pulled distally. The undamaged crimped stent outer diameter was measured by snap gauge and the result was within maximum crimped stent profile measurement. The overall stent length was also measured using callipers and the result was within the crimped stent length tolerance range. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of damage. A visual and tactile examination of the hypotube shaft found a break situated 20mm proximal to the distal end of the strain relief with the manifold section proximal of the hypotube break site not returned. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The 88% stenosed, 3.25-3.75mmx22-25mm target lesion was located in the severely tortuous and moderately calcified left anterior descending artery. A 24 x 3.00 promus premier drug-eluting stent was used for treatment but failed to cross the lesion. However, upon withdrawal, it was noted that the stent struts were lifted up. The procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient status was stable.